Event description:
Reporter indicated that vns patient was diagnosed by pulmonolgist with left hemidiaphragmatic paralysis as confirmed under fluorosocpy. It was reported that no paralysis was noted with repeat fluorosocpy after device was programmed to off. Pulmonologist indicated that the paralysis was related to the vns implant procedure and stimulation, but treating neurologist indicates that the paralysis is not continuous as evidenced by absence of paralysis when stimulator was programmed to off. It was reported that after vns implant, the patient developed a cough and difficulty breathing. These symptoms did not subside when the device was programmed to off. Pulmonologist has recommended explant of the vns therapy system, but the patient does not want explant because patient has experienced significant efficacy with the vns therapy. Treating neurologist to repeat fluorosocpy with device programmed to on and to temporarily discontinue stimulation with use of the magnet during the test to see if any changes are noted in the paralysis. Additionally, neurologist plans to consult with an ent physician because the patient's voice sounds "funny".